Event description:
The device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 2017865-2019-08579. During follow-up, oversensing due to noise was noted on the lead. An in-clinic follow up is anticipated and the patient will continue to be monitored at this time. The patient was in stable condition.